Event description:
It was reported that patient was admitted overnight with frequent low flow alarms, likely related to hypovolemia and left ventricle recovery. It was also reported that there were recent concerns of worsening driveline infection. Log file captured low flow events on (B)(6) 2023. The patient had been receiving intravenous (IV) fluid since arrival in the emergency department overnight and their flows had since improved. Computed tomography angiography (cta) was completed and showed no evidence of outflow graft obstruction. An echocardiogram (echo) showed no obvious concerns. Low flows were assumed to be likely due to volume related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.